Manufacturer narrative:
The device was not returned for analysis, as it was implanted in the patient. Therefore, we are unable to perform further root cause analysis. However, attempts have been made to obtain additional information, however, our attempts have been unsuccessful. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the mvp 5q migrated into the spleen. Unable to access ideal occlusion area with 4fr. The vessel was measured at 4.8-5 mm. A 2.8 progreat catheter was used. Initially attempted to use a coil to create a backstop. However, the flow would not allow the coil to form. Then another coil was attempted to be used, but the same issue occurred. An mvp 5q was selected and navigated and detached. However, mvp 5q migrated immediately after detaching. The patient condition was not reported. Background: the patient was reported to have jumped out of a window and ¿shattered her spleen".